Event description:
Edema - tongue [tongue oedema]; allergic reaction [hypersensitivity]; hives all over [urticaria]; edema - face [face oedema]; swelling face [swelling face]. Case description: a consumer reported that they, an adult, female, age (B)(6), used fixodent denture adhesive, regular hold powder 1 applic, 1 /day for 1 day on (B)(6) 2010 and reported the following: edema - tongue / tongue was 4 times its normal size cutting off her airway, allergic reaction, edema - face, swelling face, all beginning immediately with product use, and later broke out in hives all over. She drove herself to the emergency room where she was given a benadryl injection, prednisone, an unspecified breathing treatment, and oxygen. The symptoms resolved within 24 hours. The case outcome was recovered. No further info was provided.

Manufacturer narrative:
Product lot number was not provided by the consumer, requesting info from consumer but not received to date. Product investigation including batch retains pending the consumer providing the lot info.